Manufacturer narrative:
No button error alarmed from the insulin pump. The pump was received with unresponsive buttons due to corroded keypad traces. The pump was unable to perform displacement test due to unresponsive button. The pump had broken battery tube threads, broken reservoir tube lip, minor scratched lcd window, cracked case at display window corners, cracked reservoir tube, cracked reservoir tube window and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 140 mg/dl. The customer stated that she was giving a bolus, and the buttons were sticking. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.